Event description:
It was reported that the pt had the catheter placed in the right subclavian vein. An x-ray was taken and showed the tip to be coiled in the subclavian. Shortlly after placement, the pt developed respiratory distress and an x-ray showed a mediastinal hematoma. The pt was intubated with ventilatory support. By 6/1/98, the pt had been weaned from the ventilator and had improved.